Manufacturer narrative:
The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient's pocket site was not healing correctly. The patient underwent a revision procedure wherein the ipg was relocated and replaced per physician's preference. No device malfunction was suspected. The patient was doing well postoperatively.